Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report 1627487-2021-16112. It was reported that lead migration issue was observed, and patient felt uncomfortable stimulation. Leads were explanted, and new leads were implanted. Patient was stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.